Event description:
Patient reported left side "infection", "capsular contracture," baker grade unknown and "implant is harder" the device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation:capsular contracture, baker grade unknown and "infection." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "contracture [baker grade unknown]" and "infection." This record is for the left side. Device remains implanted.